Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an im plantable neurostimulator (ins) for the treatment of failed back surgery syndrome and spinal pain. It was reported that the patient was not using the ins as they were unable to lie flat to be able to charge the device. There were no actions taken. It was resolved without sequelae. Additional information was received from a healthcare professional (hcp) and via a manufacturer representative. It was reported that the event was unlikely related to the device or therapy or implant procedure, and that the patient had usability issues and physical difficulties with recharging as they were not able to lie flat to charge the device. The neurostimulator was unable to recharge due to this. Information was received from a consumer regarding a patient who is implanted with a neurostimulator. It was reported that the patient has not charged his implantable neurostimulator for 12 to 18 months. Starting around (B)(6) 2018, it started suddenly to take longer to charge the implantable neurostimulator and the implantable neurostimulator would go through the battery quickly, so the patient stopped charging the therapy. The patient had no falls or trauma noted to be associated with the issue. The patient never reported it to the physician and decided to not have the implantable neurostimulator checked. There were no patient symptoms or complications reported.